Event description:
It was reported that the hemostatic valve was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then prepared the wds for use. At this time, the physician noted that the hemostatic valve of the was was leaking blood. No intervention or treatment was performed, and the procedure was continued. The wds was inserted into the was and the closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred as a result of this event.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. Analysis of the device found no damage or defects. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The valve leaked when completely closed. The hub was removed, and the valve threads inspected. Inspection under the microscope found damaged valve threads. Product analysis confirmed the reported event as the hub/valve threads were damaged causing the device to leak blood.

Event description:
It was reported that the hemostatic valve was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then prepared the wds for use. At this time, the physician noted that the hemostatic valve of the was was leaking blood. No intervention or treatment was performed, and the procedure was continued. The wds was inserted into the was and the closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred as a result of this event.